Event description:
Customer reported an unexpected negative reaction on the echo. A cord blood sample run on the echo was d negative. The sample was tested by tube method using the same vials of reagents as were on the echo and positive (2+ to 3+) reactions were seen.

Manufacturer narrative:
The customer did not use at least 250ul of packed cells for the assay, as required by the operator manual. Customer stated that he could not spin down the cord segments without them clotting. In-house donor samples with various rh phenotypes, including weak d cells, were tested on an in-house echo using group assay and weak d assay with retention anti-d series 4, lot 504698, anti-d series 5, lot 505548, cmt plate, lot nu037 and capture-r select, lot sc088. The expected reactivity was observed in all testing. The returned patient's sample was tested on an in-house echo with retention anti-d series 4, lot 504698, anti-d series 5, lot 505548. Results were no typed determined (ntd). Reactivity was observed with anti-d series 4, lot 504698. No reactivity was observed with anti-d series 5, lot 505548. The sample exhibited negative dat in echo dat assay, and positive reactivity on the weak d assay. The returned patient's washed red cells were tested in hemagglutination tests using retention anti-d series 4, lot 504698, anti-d series 5, lot 505548 and with other manufacturers' anti-d blood grouping reagents. Reactivity was observed at the immediate spin test phase.